Manufacturer narrative:
Additional information: section dr (device expiry date) & h4 (device mfg date) were updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no damage or evidence of fire was observed. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and no damage was observed. The returned sensor was activated and reprogrammed. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The battery voltage was measured to be within specifications, and it was determined that the battery did not hold enough voltage to cause an electrical shock therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their wife experienced a "shocking sensation on the first day of wear" from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports their wife experienced a "shocking sensation on the first day of wear" from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.